Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of any damage. The luer fitting was attached to a stopcock and when it was pulled it separated from the stopcock. When the luer fitting was connected with a large amount of torque it would not pull off. The reason for return was confirmed. Correction d2 (product code) & d2.1 (common device name): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of these custom tubing packs, it was reported that the customer was unable to tighten the connectors as they were loose and kept turning. The connectors were located on the right atrial pressure (rap) line between the cone and the oxygenator inlet. The customer assembled their packs in advance and corrected the deficiencies at that time. The devices were changed out for a replacement connector to complete the setup. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
B3 (date of event): the event date provided is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.